Event description:
Description from the customer report: "unit cannot maintain ice block - electronic component on top power supply has been electronically damaged." (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A maquet field service technician investigated the unit and replaced a defective top power supply pcb. The technician cleaned the stop, shunt and return valves and checked the unit by using pc load. The technician performed also functional tests and verified unit meets factory specifications. Performed also electrical safety tests. Complete preventive maintenance test will full calibration, functional testing and safety check to factory specifications. All tests were performed successfully. A supplemental medwatch will be submitted when new information becomes available.